Manufacturer narrative:
The device was functionally tested and performed to specification, and it passed all calibration tests. A review of the device data found no evidence of device malfunction including at the time of the event. Resmed's chief medical officer concluded that this is an improbable complication of CPAP therapy. The low CPAP pressure prescribed to this patient is extremely unlikely to lead to the rupture of a normal stomach and in this case the rupture of the patient's stomach was most likely due to a predisposition of the patient.

Event description:
A patient who suffers from the after effects of infantile hemiplegia experienced a rupture of the gastric fundus while receiving CPAP treatment.